Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented to the operating room for implant procedure. During implant, there was difficulty in fixating the rv lead. The lead would dislodge. The rv lead was replaced and a new lead was implanted. The patient¿s condition during and post procedure was stable.